Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and showed no issues with the reported lot. A trend was identified for this reported lot, however no further action is necessary as the root cause could not be determined due to the limited information. Per vienna, further investigation is not possible without the additional information. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the narrative does not specify useful clinical details and an anamnesis that allow for an evaluation of the causality relationship. Further clarification and case details are required. Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Event description:
It was reported to baxter netherlands that a patient experienced intra-abdominal abscess after a dermoid surgery. Customer used about 0.5-1 liters of the product. Extended 6-7 dermoid cysts were seen bilaterally and hemostasis was difficult on the left side. Abscess and puncture of abscesses by means of ultrasound and antibiotics treatment was given.